Event description:
Device report from synthes europe reports an event in (B)(6) as follows: patient was implanted with mirs locking cap, screw and rod on an unknown date. It was reported the locking cap migrated post-operatively from the 3d head. This is 1 of 3 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.